Event description:
Non- integration was reported and dental implant located in dental position umner #43 failed due to peri-implantitis.

Event description:
Non- integration was reported and dental implant located in dental position under #43 failed due to peri-implantitis.